Manufacturer narrative:
The analysis was performed on two cobas 8800 systems, including one with serial number (B)(6). The investigation determined that the cobas mpx assay was performing within specifications. No product-related issues were identified based on the review of quality control data and global real-time data for the alleged lot. The observed results were attributed to the inherent variability of pcr testing near the limit of detection (lod). Samples with high cycle threshold (CT) values, such as those reported, may exhibit variability between reactive and non-reactive outcomes due to the nature of the assay. This is consistent with the performance characteristics outlined in the cobas mpx method sheet. A definitive root cause for the reported event could not be determined. Potential contributing factors include true positive nucleic acid test (nat) results due to window period infection or sample contamination, as well as false positive nat results due to non-specific amplification, although the latter was deemed unlikely based on the investigation findings.

Event description:
The initial reporter alleged unexpected hiv reactive results with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 8800 instrument. On (B)(6) 2024, three samples ((B)(6)) initially tested hiv reactive with cycle threshold (CT) values of 38.4, 39.7, and 38.8, respectively. These results were obtained using two distinct systems. Sample (B)(6) were tested on system 5180, while sample (B)(6) was tested on system 5176. Upon repeat testing, all three samples yielded non-reactive results. Serology testing for these samples also confirmed negative results.